Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was received from the attorney's office: attorney alleges customer died on (B) (6) 2009, and the infusion set was included in the voluntary recall. Nothing further was reported.